Event description:
Related manufacturer report numbers 1627487-2022-01923, 1627487-2022-01925 and 1627487-2022-01926. It was reported that, following the placement of the trial leads, the patient began experiencing headaches. It was found that a csf leak had occurred. Patient was instructed to rest and drink caffeine. The csf leak has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.